Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker* pro blunt tip trocar with round dissection balloon. Visual inspection of the trocar noted that it was returned with the valve seal disengaged. The obturator, lock collar, trocar balloon, and dissector balloon were received. The inflation syringe and the insufflation bulb were not received. A review of the device history records for the trocar indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seal was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the laparoscopic inguinal hernia totally extraperitoneal, the device valve seal damaged and disengaged but it did not fall into the cavity of the patient. They take a new device to complete the case. There was no patient injury.